Event description:
It was reported that an inability to deactivate thawing function occurred. An icefx cryoablation system was selected for use. The first freeze cycle was activated and passive heating performed with no problems across all ports. A second freeze cycle was performed with no problems. During the final heating phase, there were no problems with passive thaw; however, when actively initiating the heating, two ports failed simultaneously. Once I-thaw was started on the rest of the needles, thawing could not be stopped. The pause-stop button was blocked. The physician quickly initiated the freeze option on all needles and stop them again right away. Passive thaw was used and the needles were removed. There were no patient complications reported.